Event description:
On (B)(6) 2011, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for cardiac tissue repair and a reported inflammatory response. Provided below are details of the event. The cormatrix ecm for cardiac tissue repair was cut to size and used to reconstruct the pt's aortic arch. The other piece of the cormatrix ecm that was not used in that procedure was used to close the pericardium. Seven months after the initial operation, a narrowing of the pt's aorta was observed. Severe supravalvular aortic stenosis required a reoperation. The physician reported that the inflammatory response was not continuous throughout the aorta and described it as "spotty". The physician stated that the narrowing of the aorta could not be attributed completely to the cormatrix ecm. The physician noted that the inflammatory response went down the suture line and that there was thickening where the patch was implanted, but that the inflammatory response looked circumferential whereas the patch was not circumferential.

Manufacturer narrative:
In addition, upon re-entry, a thickening of the pt's pericardium where the cormatrix ecm for cardiac tissue had been used was also observed. The physician reported that initially she could not determine whether the material was ecm or heart tissue. The physician indicated that the cormatrix ecm was explanted. The narrowing of the aorta and the thickening of the pt's pericardium are believed by the physician to be the results of an idiosyncratic response to the cormatrix product. The physician reported that the pt is doing a great and had been home for a while now.